Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported difficulty activation/clip deployment appears to be due to procedural circumstance. A definitive cause for the reported gripper actuation issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is being filed to report the difficulty deploying the clip and the gripper actuation issue, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was placed on the mitral valve however deployment was difficult. Afterward, it appeared that one gripper arm was sticking out from the clip. Two additional clips were placed on either side to stabilize the clip, reducing the mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.